Event description:
On 24 april 2020, neotract was notified of an adverse event from the real world retrospective study: on (B)(6) 2019, a patient underwent a successful prostatic urethral lift (pul) procedure. Post procedure, it was reported that the patient experienced urinary retention for nine days requiring catheter placement, and he was hospitalized for several days due to renal failure. No additional information was available.